Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2021).

Event description:
It was reported that some time post port placement procedure, the port was allegedly unable to return blood and occluded. There was no reported patient injury.